Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
An implant card was received indicating that the patient had a full revision for an unknown reason. Additional information was then received indicating that the revision occurred due to an infection at the generator site. The patient was doing well for a couple months following implant and then developed an infection in (B)(6). At that time, the physician attempted an anti-biotic washout of the infected area, however the infection came back, so they chose to explant. The exact date of explant was unknown; however it was performed in august. The infection was reportedly a staphylococcal infection, which has since resolved enough for re-implant in october. There was no reported manipulation or trauma to the device or incisions which lead to the infection. No other information was provided by the physician. The device manufacturing records for the patient's lead and generator were reviewed and sterilization, prior to distribution, was confirmed.